Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted along with concurrent laparoscopic left salpingo-oophorectomy, extraperitoneal colpopexy, posterior repair, posterior mesh placement and cystotomy repair and cystoscopy due to left ovarian cyst, left lower quadrant abdominal pain, cystocele with medial and lateral components and rectocele. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent transvaginal vesicovaginal fistula repair, and cystoscopy on (B)(6) 2011 due to vesicovaginal fistula. It was reported that patient underwent left lateral internal sphincterotomy and fissurectomy on (B)(6) 2012 due to chronic anal fissure with hypertonic internal sphincter. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion\: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with laparoscopic left salpingo-oophorectomy, extraperitoneal colpopexy, posterior repair, cystotomy repair and cystoscopy. It was reported that patient underwent vaginal mesh revision, trigger point injection and intraoperative ultrasound on (B)(6) 2014 by (B)(6).